Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The computer was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. This complaint was initially assessed as a non-reportable malfunction with the information available. The MDR decision was reversed based on evaluation of returned computer on 01/03/2018. The hardware investigation of the returned computer found that the reported event was related to a hard drive issue. The computer boots normally to the application screen. No software unresponsive behavior was observed during burn-in testing. Memtest86-no errors. Seatools long test-21 bad blocks. Caine-448 remapped sectors. Suspect the unresponsive reported issue was caused by bad blocks. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that the system was not moving passed the "booting appliance launcher" black screen. The system had been previously showing "no signal detected" but even after rebooting it would not move to the appliance launcher screen. He noted that he was able to clearly hear the computer fan starting and trying to go and then it would turn off. There was no patient present when this issue was identified.